Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found resin part of the image guide tube had fallen off. In addition to the reportable malfunction, the following were noted: due to a cut on the connecting tube, water tightness was lost; the video cable had a dent; the label on the light guide connector was peeled. Additionally, the following components had a scratch: the control unit, the scope cover, switch 3, the switch box, the grip, the angulation lever, the upward/downward angulation plate, the forceps elevator lever, the universal cord, the video cable, the protector of the video cable section, the light guide connector, the video connector, and the video connector case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had an air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the resin part of the image guide tube had fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.